Event description:
It was reported that the patient experienced cramping during the trial period with a competitive lead connected to a boston scientific external trial stimulator (ets). The physician assessed that this is a common side effect, but the patient was kept in the hospital for observation and the event subsided after a few hours.